Manufacturer narrative:
Unit was programed with a temp basal rate for 30min 1u/h and no unexpected beeping anomaly noted. Unit had cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
The customer reported via phone call that she was having issues with the basal. When she was in the temp basal, she kept hearing a beeping sound. It was a constant beeping sound. The customer's doctor believed it was a software issue and requested the insulin pump to be replaced. Customer's blood glucose level was 41 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.